Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a stryker knee and is currently experiencing pain, muscle spasms and swelling.

Manufacturer narrative:
Additional patient information was added.

Event description:
Patient had a stryker knee and is currently experiencing pain, muscle spasms and swelling. It is the right knee.

Manufacturer narrative:
Additional devices listed in this report: cat # 5512-f-502, lot # ipro, description: ri ts femur sz5 right; cat # 5540-a-502, lot # jgzj, description: triathlon femoral distal augment 5mm - size 5 right; cat # 5560-s-212, lot # m7t13t, description: tri cemented stem 12mmx100mm ; cat # 5565-s-016, lot # m9l31e, description: tri press-fit stem 16mm x 100mm; cat # 5551-g-401, lot # 1h20, description: triathlon asymmetric x3 patella; unspecified custom implant; cat # 5521-b-500, lot # mbyb, description: tri ts baseplate size 5; cat # 61951010, lot # 329ba878eu, description: simplex hv us genta 10 pk. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: review of medical records by a consulting clinician indicated: "review of medical records by a consulting clinician indicated: "no x-rays are available for review and there is no examination of the explanted components. There are no medical records confirming symptoms, which may have related to the unresurfaced patella on the primary total knee arthroplasty. Based upon review of the two hospital admissions there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation...review of this additional documentation does not alter the conclusions of my previous report." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the cause of the event could not be determined as insufficient medical information was provided. Further information such as x-rays and medical records confirming symptoms are required to complete the investigation for determining root cause. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a stryker knee and is currently experiencing pain, muscle spasms and swelling. It is the right knee.